Manufacturer narrative:
The checkbox for death was inadvertently omitted in b2 despite a date of death being provided in the initial MDR. Furthermore, h1 was inadvertently marked as a serious injury in the follow up, despite death being selected in the initial. Both fields have been updated to coincide with the reportable death being addressed in this case.

Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that improper positioning was the most likely cause of the ventricle perforation. The failure modes will be monitored and trended. Ventricle perforation IFU quotes: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 68 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. During an attempted insertion of the device, the physician perforated the patient's left ventricle. The patient ultimately expired.